Manufacturer narrative:
" Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125766. Medical device expiration date: unknown. Device manufacture date: 2020-12-04. Medical device lot #: unknown. Medical device expiration date:unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that 6 smallbore 6 inch ext vlv had flow issues and were clogged during use. The following was reported by the initial reporter: "event 1 quantity: 5 material #: 20039e, batch/ lot #: 20125766. Event 2 quantity: 1 material #: 20039e, batch/ lot #: unknown. It was reported that smartsite needle free connector will not flush. Verbatim: we will be returning 24 defective smartsite products from our berkeley hospital location. Please see the detail in the attachment. The same occlusion/flushing issue we¿ve been experiencing was the issue for all of these products. Please let me know if you have any questions."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-22. H6: investigation summary: 17 samples (model #20039e) was returned by the customer. It was reported that smartsite needle free connector will not flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of 10 samples were open and those 10 samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 7 samples did not open and were not able to be flushed. The customer complaint can be verified in these samples. A device history record review for model 20039e lot number 20125766 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that 6 smallbore 6 inch ext vlv had flow issues and were clogged during use. The following was reported by the initial reporter: "event 1 quantity: 5 material #: 20039e batch/ lot #: 20125766. Event 2 quantity: 1 material #: 20039e batch/ lot #: unknown. It was reported that smartsite needle free connector will not flush. Verbatim: we will be returning 24 defective smartsite products from our berkeley hospital location. Please see the detail in the attachment. The same occlusion/flushing issue we¿ve been experiencing was the issue for all of these products. Please let me know if you have any questions."